Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer showered while wearing the pump. The customer's blood glucose level was 138 mg/dl and it was addressed with a bolus. The customer cleared the alarm and insulin delivery was resumed.